Event description:
A report was received that the patient experienced severe tremors of the upper and lower extremities. The patient was advised to turn off their stimulator for 24 hours and come in for reassessment. A referral to a neurologist was made. The patient was seen by a consulting neurologist. The tremors the patient had were noted to be present with action and not present at rest. The neurologist noted that the tremors seemed that they could be entrained and were distractable. The impression documented by the neurologist was that the tremors were not related to the stimulator. Instead the impression was that the tremors were related to essential tremor with some psychological overlay. Additionally, the neurologist noted that the some of the patients medications could be contributing. The neurologist made recommendations to start klonopin to address the tremors. During a followup, the neurologist noted that the tremors were most consistent with essential tremor and that they appeared to have a major .the consulting neurologist acknowledged the patient's remark that tremors are worsened by the stimulator and the stimulator was turned off. Klonopin was stopped by the patient due to a negative impact on her mood. The patient underwent explant so a brain MRI could be done. The event is not recovered/not resolved at this time. Although investigator has noted that the event is potentially related to study device hardware and stimulation, he also believes there is no clear association of her symptoms with the on/off status of the stimulator. Evaluation is ongoing.

Event description:
A report was received that the patient experienced severe tremors of the upper and lower extremities. The patient was advised to turn off their stimulator for 24 hours and come in for reassessment. A referral to a neurologist was made. The patient was seen by a consulting neurologist. The tremors the patient had were noted to be present with action and not present at rest. The neurologist noted that the tremors seemed that they could be entrained and were distractable. The impression documented by the neurologist was that the tremors were not related to the stimulator. Instead the impression was that the tremors were related to essential tremor with some psychological overlay. Additionally, the neurologist noted that some of the patient's medications could be contributing. The neurologist made recommendations to start klonopin to address the tremors. During a followup, the neurologist noted that the tremors were most consistent with essential tremor and that they appeared to have a major .the consulting neurologist acknowledged the patient's remark that tremors are worsened by the stimulator and the stimulator was turned off. Klonopin was stopped by the patient due to a negative impact on her mood. The patient underwent explant so a brain MRI could be done. The event is not recovered/not resolved at this time. Although investigator has noted that the event is potentially related to study device hardware and stimulation, he also believes there is no clear association of her symptoms with the on/off status of the stimulator. Evaluation is ongoing.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead 50cm.